Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Throughout the manufacturing process, all stent delivery systems are 100% visually inspected for catheter and stent damage. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported failure to advance appears to be related to circumstances of the procedure and not a product quality deficiency. The other graftmasters are being reported under a separate medwatch report number.

Event description:
It was reported that a bypass graft perforation occurred during the use of a balloon (non-specified). Forty milligrams of protamine were administered. The 3.5 x 26 mm graftmaster was attempted, but would not cross. The 3.0 x 26 mm graftmaster was then attempted, but it also would not cross. The 3.0 x 16 mm graftmaster was able to cross and was implanted successfully. A small area of perforation still remained unsealed, however, no further treatment was necessary and the patient was kept under observation overnight. The final patient outcome was good, with the patient being discharged to home. No additional information was provided.